Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. It should be noted: the customer was using incompatible freestyle regular test strips. All pertinent information available to abbott diabetes care has been submitted. The brand name of the device was incorrectly populated. The correct brand name of the device is: freestyle freedom lite.

Event description:
Customer reported that on (B)(6) 2016 he received a reading of 40 mg/dl on his adc blood glucose meter and on and unspecified date, a reading of ¿11 mg/dl¿ (this result is outside the meter¿s assay range), which were ¿very low for him¿. Customer noted experiencing a loss of consciousness. It was further reported self-presenting to a hospital because of the readings and noted being diagnosed with dka (diabetic ketoacidosis) and dehydration. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. In addition it should be noted: the customer was using incompatible freestyle regular test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he received a reading of 40 mg/dl on his adc blood glucose meter and on an unspecified date, a reading of ¿11 mg/dl¿ (this result is outside the meter¿s assay range), which were ¿very low for him¿. Customer noted experiencing a loss of consciousness. It was further reported self-presenting to a hospital because of the readings and noted being diagnosed with dka (diabetic ketoacidosis) and dehydration. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2016 he received a reading of 40 mg/dl on his adc blood glucose meter and on an unspecified date, a reading of ¿11 mg/dl¿ (this result is outside the meter¿s assay range), which were ¿very low for him¿. Customer noted experiencing a loss of consciousness. It was further reported self-presenting to a hospital because of the readings and noted being diagnosed with dka (diabetic ketoacidosis) and dehydration. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.